Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data indicated that results were within the specified range for the cobas 6000 analyzer. However, an out-of-specification result for precicontrol level 2 was observed on the cobas pro analyzer on 16-nov-2022, which was subsequently resolved. Sample material was requested but not provided, limiting the investigation. Unspecific false reactive results are covered by the claimed specificity of the assay. A definitive root cause for the reported event could not be determined due to insufficient information. The device returned to normal operation following resolution of a measuring cell issue on the cobas pro analyzer.

Event description:
The initial reporter alleged discrepant positive results for eight patient samples tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The reported results for the eight samples were as follows: 47.2 coi (reactive), 209 coi (reactive), 19.51 coi (reactive), 119.0 coi (reactive), 13.88 coi (reactive), 52.98 coi (reactive), 123.3 coi (reactive), and 21.94 coi (reactive). All samples were subsequently tested using biorad geenius hcv and hcv-rna methods, which yielded negative results for both assays.